Event description:
It was reported that during a hand assisted exploratory laparoscopy procedure, the seal cap ripped as they were removing the specimen. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.